Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. The needle and suture were separated when the surgeon opened the package. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported by the affiliate the needle did not pull off the suture. The needle was detached from the suture in the packaging. This event is not a reportable malfunction.